Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a door open message. This occurred during testing, when tubing was removed and door was closed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A device evaluation confirmed the reported condition; the front panel was difficult to open. The latch bar intermittently stuck when opening and closing the front panel. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck latch bar. The door latch mechanism would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.